Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient has experienced a loss or change of therapy. Patient(pt) reported she is concerned she is getting to the end of the implant's battery life and concerned about her therapy. The patient was told the battery life was 5 years and reported that she is having the some of the same issues come back and is starting to have break through symptoms. (The device has been implanted 3 years) the patient stated out of the 4 programs on the programmer, she does not feel stimulation on 3 of them. The patient knows the stimulator is still on because she recently changed the program after having the break through symptoms because she thought maybe her nerves were getting used to it. Before this, patient reported she had the therapy on one program for quite awhile. Pt reported the programs were all set to 2 or 3 volts because it was real sensitive in the beginning. Asked what she meant by sensitive, pt reported in each program it seems like each the leads went to a certain nerve bundle and she could feel this when she put the programmer on. Pt reported she would feel the stimulation and would feel like a muscle contraction and reported she would feel in it in different areas. Pt reported she had to have it on a low setting and has never increased over 4v. Pt reported she was on 2, 2.5 and wouldn't have to go any higher. Pt reported this sensitivity was not bothersome, she just knew she had to be on a low setting.) Pt reported she increased to 4v on several of the programs and didn't feel that "initial like jump, a jolt" (it was confirmed w/ pt that this sensation is just a normal vibration feeling when increasing stim and is not bothersome). Pt reported only on the p4 she could feel something. Pt reported this was uncomfortable and she had to change the program because it stimulates an area that is actually painful and stated she noticed this since day 1. Pt reported on p4, it is a painful area and a "weird sensation" and she doesn't like it at all and never did. Pt reported she went back several times for adjustments with the manufacturer¿s representative (rep) and within months of having the implant being put in she was scheduled to have surgery but never did because the hcp (health care professional) retired. Pt mentioned her hcp kept telling her it will get better and to wait so many months. Pt reported after 3 months she did not feel any better. Pt reported the surgery was going to be done to move the ins and change things around because she was so uncomfortable in the beginning. Pt reported the ins was originally put in the middle of her buttock rather than the waist area as she had anticipated, and she didn¿t like where it was. Pt reported she did not feel like being "cut back in again" so the rep did the best he could with what she had. The patient was redirected to follow up w/ hcp for the following reasons: "break through symptoms", battery life, and it was explained that battery longevity is dependent on pt's settings and usage and their hcp could check it. No further complications were reported or are anticipated.